Event description:
A surgeon reports a pt experienced negative dysphtopsia following intraocular lens implants. The lens was removed and replaced with a different model (another MFR). The pt is now experiencing night glare and is requesting another lens exchange.